Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose levels of 26 mg/dl. The customer states the drive support cap is loose. Customer declined to troubleshoot for low readings. The product was not returned for analysis.